Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient wanted to know how long the battery was good for. The patient said it had been three years and they were having to have the battery replaced on december 11. The doctors that they went to see when the urine started flowing thought they got sick because they wouldn't think the battery was dead already. They were having to change every two hours. Finally they go to the physician's assistant in alaska and they were testing with their external equipment and they said they had never seen this. It said the battery was dead. It was an alert. That was 10 days ago. Now they have sores all over their body from all the urine leaking. Had they known about the failure 3 months ago when the access urine started they might not be in the situation they were in now. The patient said they didn't get any manuals they were only handed the handset and communicator. They said no one explained that if they had a higher amplitude the battery would deplete sooner. Caller said they were at an amplitude of 3 and they didn't consider that high. Agent asked if they had any falls that caused a short. The patient said no. Patient requested to have the rep call them. Sent email to rep. The rep indicated that they would reach out.